Event description:
The customer called because she had primed her infusion set twice while connected and delivered extra insulin into her body. The customer stated that she was then hospitalized for low blood glucose. The blood glucose reading reported was 90 mg/dl. During troubleshooting a prime anomaly was found.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.